Manufacturer narrative:
Samples have been requested but not received for evaluation. Should sample become available, a follow up report will be filed.

Event description:
Customer indicated that before use on the patient, the female luer adapter broke off the set. There was no patient injury and no medical intervention required at this time.